Manufacturer narrative:
A complaint and service history review for similar complaints was performed for serial number (B)(6) from installed date of 5/8/2019 to aware date of 2/20/2020. No other similar complaints were identified during the search period.

Manufacturer narrative:
The distributor fse arrived on site to address the reported event. Inspection of the analyzer revealed that the sensor cable was broken. Fse welded the sensor cable to resolve the issue. No further issues were noted. No further information was provided. A 13-month complaint history review and service history review for similar complaints was performed for serial (B)(4) from 02jan2019 to aware date 02feb2020. There were no similar complaints identified during this search period. The a1a-900 operator's manual under section 12 - flags and error messages was reviewed. 4124 sample-z bump: the a1a-900 operator's manual indicates that the 4124 sample-z bump error message is generated when the specimen cap rear-end collision sensor s054 is activated while the specimen dispensing arm z was moving toward the home position. A ss flag will be attached to the measurement result. If the cap is on the specimen, the operator is instructed to remove it and perform measurement once again. If it is not, the operator is instructed to contact tosoh local representatives. Check s054 and pm051 for a possible malfunction. The most probable cause of the reported event was due to a broken sensor cable.

Event description:
The customer reported receiving the 4124 sample-z bump error on their aia-900 analyzer. A distributor field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for estradiol (e2), intact parathyroid hormone (ipth), prolactin (prl), progesterone (prog ii), and alfa-fetoprotein (afp). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.